Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional leak testing a leak was observed at the sealing of the drain bag during filling. The reported condition was verified. The bag is provided by an external supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital hsin-chu branch. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of prismaflex m150 set, an external fluid leak in the effluent bag was observed. There was no patient involvement. No additional information is available.